Event description:
When attaching the intuitive surgical, endowrist one, vessel sealer to the robot a fault occurred and the device would not be recognized. It was also noted that the blade in the vessel sealer would not retract. Diagnosis or reason for use: robotic radical prostatectomy.